Event description:
A report was received that the patient felt that the stimulation was stronger. The patient fell and broke her ankle while the stimulation was on. X-ray confirmed a fractured ankle. The patient was on crutches and is now on a walking boot. Database analysis of the device revealed no anomalies.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm.